Event description:
Information received by medtronic indicated that patient recalled for retainer ring . The customer stated that the there was no damaged. No harm requiring medical intervention was reported and the customer will discontinue use of device.

Manufacturer narrative:
(B)(4). S/w 4.11j. Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: patient called in regarding recall email for retainer ring as per patient it doesn't have damaged but wants a replacement. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked retainer ring. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked retainer ring was noted.